Event description:
The user facility reported unknown age male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Pump insertion was reported to be difficult due to patient anatomy. After the impella was placed in the left ventricle, it delivered only low blood flow. Repositioning the impella did not bring any improvement. The impella cp was removed and biomaterial was visible on the pump after removal. It was decided to continue the pci procedure without impella support. The patient suffered no harm as a result of the incident.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the low pump flow and the delivery issues- anatomy has been completed since the original report was filed. The pump was returned, tested, and evaluated. The root cause of the delivery issues is due to the patient¿s condition. The returned pump confirmed that there was biomaterial wrapped around the impeller. The root cause of the low pump flow is most likely due to ingested biomaterial.